Event description:
It was reported that the patient presented with a inflatable penile prosthesis that did not work over the past few months. The physician noted the development of a left cylinder aneurysm that was confirmed by a nuclear magnetic resonance. The patient was expected to undergo a replacement surgery. No patient complications were reported.